Manufacturer narrative:
The same patient sample ((B)(6)) resulted in an unexpected negative screen on (B)(6) 2018 using capture-r ready screen 3 lot number r990 (expiry september 18, 2018) with capture-r ready indicator cell lot 221161 on the echo lumena instrument serial number (B)(4); that event was reported previously under mfg report # 1034569-2018-00232 on october 25, 2018. On october 25, 2018 immucor confirmed presence of the c antigen on cell 1 of retention capture-r ready screen 3 lot number r001 in manual capture with retention anti-c lot number dl17022c. Controls performed as expected and cell 1 resulted 3+ positive. Retention product performed as expected. The immucor internal record number for this report is (B)(4).

Event description:
On (B)(6) 2018 a customer reported unexpected negative reactivity with capture-r ready-screen 3 on the echo lumena instrument.